Manufacturer narrative:
The pump passed the displacement and self tests. The pump was returned for power error alarms. The detailed trace analysis confirmed the alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of micro timer in detail trace confirmed that the root cause was the non-sleep anomaly software error. The pump also had a cracked reservoir tube lip, a scratched case, peeling keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a power system error from the insulin pump. The customer will be sent a replacement pump.